Manufacturer narrative:
This material is not sold in the USA. Kulzer north america distributes a comparable product, where the indications of use are the same, however the chemistry is different. Employees of the department for processing denture base materials complain about more or less of more or less severe symptoms of skin irritation and reddening. They describe different symptoms: itchy redness between the fingers and on the forearms. If plastic is used under the gown, there will be redness here as well. The symptoms are persistent. This dental technician has an appointment with a resident doctor. On (B)(6), kulzer sent the composition to the resident doctor. Normally, the dental technician should not come into direct contact with the components, especially not on the arms, as personal protective equipment in the form of gloves is generally recommended for processing. Sales rep should clarify why the employee comes into contact with the shavers at all, since the processing at the dental technician's workplace should take place under suction and should not actually get on the skin. (B)(6) 2020, the resident doctor refered the dental technician to an occupational physician for further clarification. The product is on the market since september last year and this is the first case of this kind. (B)(6) 2020- the dental technician has an appointment with the occupational physician on (B)(6). The occupational physician was asked to give feedback about the determined root cause to kulzer. (B)(6) 2020 due to up-date issues of esubmitter and webtrader client this is a late reporting as manufacturer. The report could not be submitted early due to the technical issues until fully update. There was no danger to other patients or a public health threat due to late reporting

Event description:
Dental technician suffered from itching and redness between fingers and forearms during fabrication of dentures using palaxtreme in a lab setting.